Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2025, it was reported that the patient experienced loss of consciousness and tremors due to an inaccuracy. No specific cgm nor blood glucose reading was reported from the event, but the patient was brought to the hospital with an ambulance. The patient was treated with intravenous fluids or glucose. There was no documentation of further medical intervention. It was unknown how much time the patient spent at the hospital, but at the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2025, it was reported that the patient experienced loss of consciousness and tremors due to an inaccuracy. No specific cgm nor blood glucose reading was reported from the event, but the patient was brought to the hospital with an ambulance. The patient was treated with intravenous fluids or glucose. There was no documentation of further medical intervention. It was unknown how much time the patient spent at the hospital, but at the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.